Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that a patient had developed a skin irritation. The irritation was described as a red rash. The patient visited a wound care center and had a bandage placed over the affected area. During a follow-up call, the patient reported that the irritation had improved. There were no allegations of a device malfunction contributing to the irritation.